Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated an erroneous high triglyceride result. Customer reported that the erroneous result was reported out of the laboratory. Customer reported the doctor questioned the result. Customer indicated the sample was repeated and the result was lower. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed precision verification tests, replaced the sample probe and the wash collar.